Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade was broken at roughly 0.08" from the base. The broken piece was not returned. The root cause of the broken blade is attributed to misuse. A review of the provided image is consistent with the tip of the instrument being broken off. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace tip was broken, and the fragment was retrieved. The customer determined that there was nothing left in the patient. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment fell during an instrument tip collision. The fragment were retrieved during the same procedure. There was no additional surgical procedure required to remove the fragment and no post-operative tests were performed. The surgeon believes the cause of the break was due to the quality of the product. The instrument was used for an hour prior to the issue. Prior to usage, the instrument was inspected, and no damage was found. There was no resistance upon removal of the instrument from the cannula, no damage to the cannula, and no other damage to the instrument after the event.